Manufacturer narrative:
H6: a preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record. Conclusion not yet available as the investigation is on-going. H11: during our final investigation, it was discovered the initial MDR 1035166-2018-00036 (B)(4) report had failed submission. Based upon our findings, we have corrected the reported failure in this initial MDR report. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Event description:
On (B)(6) 2018, during a hrpci procedure, the dilator perforated a l-iliac artery. The physician observed the incident during the actual procedure. After the physician had used the abiomed .018 wire and the benson wire, it was noted that the dilator perforated l- iliac. A balloon used to control bleeding and the perforation was repaired. A 7f introducer was used above perforation to do intervention and the impella was placed without issue inside r-iliac. The physician used balloon and stents to rca and kissing balloons and stents to lad, lm and circ. Preclose x 2 was also utilized. Patient was reported to be stable.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request during our final investigation, it was discovered the initial MDR cmp (B)(4) report had failed submission. Based upon our findings, we have corrected the reported failure in tmdr follow up 2 MDR submitted on 09/26/2018. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Event description:
On (B)(6) 2018, during a hrpci procedure, the dilator perforated a l-iliac artery. The physician observed the incident during the actual procedure. After the physician had used the abiomed .018 wire and the benson wire, it was noted that the dilator perforated l- iliac. A balloon used to control bleeding and the perforation was repaired. A 7f introducer was used above perforation to do intervention and the impella was placed without issue inside r-iliac. The physician used balloon and stents to rca and kissing balloons and stents to lad, lm and circ. Preclose x 2 was also utilized. Patient was reported to be stable.